Manufacturer narrative:
It was reported that a female patient born in 1946 underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion at the end of the procedure- ablation had been completed. The patient's blood pressure dropped, and the doctor scanned with intracardiac echocardiography (ice) imaging and saw an effusion. Pericardiocentesis was performed and 200 ml of "dark red blood" was removed and auto-transfused back to the patient. The doctor suspects that there was a perforation on the right side of the heart. The patient is awake and stable and will be admitted overnight. Additional information reported: the patient has fully recovered and been discharged home. Additional information was received indicating the physician stated the issue was probably caused by the ultrasound (reprocessed acunav) catheter or his catheter (boston scientific product). The issue was ¿right-sided¿, not where they were ablating (left side). Based on the fact that there was ablation performed with a thermocool® smart touch® sf bi-directional navigation catheter this event will be conservatively reported as the adverse event cannot definitively be disassociated from the bwi thermocool® smart touch® sf bi-directional navigation catheter. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Based on the reported event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications no malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3/1/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a female patient born in 1946 underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion at the end of the procedure- ablation had been completed. The patient's blood pressure dropped, and the doctor scanned with intracardiac echocardiography (ice) imaging and saw an effusion. Pericardiocentesis was performed and 200 ml of "dark red blood" was removed and auto-transfused back to the patient. The doctor suspects that there was a perforation on the right side of the heart. The patient is awake and stable and will be admitted overnight. Additional information reported: the patient has fully recovered and been discharged home. The force visualization features used included graph, dashboard, vector and visitag. Visitag colored by tag index. Visitag module was used, the parameters for stability were range: 3 mm, time: 3ms, force over time (fot) 25% at 4 gm, max tag index 519. An irrigated catheter was used in the event with the flow setting per instructions for use (IFU). Max wattage was 30 w and total ablation time was 22min, 39 sec. There was no evidence of a steam pop. There was no report of an error messages were during the case. Additional information was received indicating the physician stated the issue was probably caused by the ultrasound (reprocessed acunav) catheter or his catheter (boston scientific product). The issue was ¿right-sided¿, not where they were ablating (left side). Based on the fact that there was ablation performed with a thermocool® smart touch® sf bi-directional navigation catheter this event will be conservatively reported as the adverse event cannot definitively be disassociated from the bwi thermocool® smart touch® sf bi-directional navigation catheter.